Event description:
It was reported that the radiofrequency programmer head had lost its rubber backing which made it difficult to keep in the correct place for device interrogations. The user attempted to "fix" by taping the rubber backing into place however that in turn made interrogations more difficult, the tape used seemed to cause interference. The programmer head was returned to service and a replacement head ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the backing was missing and further noted that during bench testing with a known good programmer the telemetry signal strength fluctuated when the cable was moved. The head was to be sent on for repair and restock and the cable was to be saved for failure analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.